Manufacturer narrative:
Retainer black.on (B)(6) 2021 the customer alleged the trainer tried to have it work, it worked for few minutes but it does it again. Ran a self test, works for few minutes then same errors. Received several errors, 19 total.the following were noted during physical inspection: scratched case and pillowing keypad overlay. Device passed sleep current measurement, active current measurement, self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted before 10 seconds, less than 10 minutes, and more than 10 minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted during testing or found in the pump history files. A review of the history files does show there are four (4) pump error 68 alarms (B)(6) 2021 between 09:46 and 09:58, six (6) pump error 68 alarms (B)(6) 2021 between 09:46 and 09:59, and one (1) pump error 23 alarm (B)(6) at 09:59 occurred. Device was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor and force sensor however, moisture damage was found on the inside of the battery tube during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. Pump error 23, 49, and 68 alarms are not confirmed. No unexpected pump error 23, 49, and 69 alarms noted during testing or found in the history files.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they were able to clear alarm and able to do rewind of insulin pump. Fill cannula was not recorded in the daily history. No harm requiring medical intervention was reported. The device will be returned for analysis.